Event description:
The test tube cap was defective during this test. Test tube dropper did not allow the buffer and specimen to flow through the dropper onto the test card. Barely able to get a single drop from the test tube dropper. Second attempt the cap blew off the tube and the specimen and buffer mix spilled out.